Event description:
Prior to a procedure, davinci fenestrated bipolar was found to have broken cables in the tip.======================manufacturer response for fenestrated bipolar, davinci (per site reporter).======================MFR to evaluate damage to instrument.